Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. The manufacturing and material records for the perceval heart valve and stent, model # icv1208-au, s/n # (B)(6) as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a model # icv1208-au perceval heart valve at the time of manufacture and release. Based on the document review, no manufacturing deficiencies were noted with the device. Based on the medical judgement available (i.e., "if smaller size of perceval existed, it would have worked better in this situation"). As such, the possible cause of the reported event can be related to oversizing. Furthermore, it was reported that ballooning was not performed. It should be noted that a post-dilation of the inflow ring is to be carried out after the total deployment of the prosthesis, as indicated in IFU.

Event description:
On (B)(6) 2023, a perceval valve size s was attempted to be implanted. Based on the echo performed, annulus was measured as 19mm. Standard sizing was carried out, and small valve was deployed. Reportedly, following deployment surgeon noted pin wheeling and infolding of nitinol cage. The perceval was explanted and replaced by standard sutured valve. Based on further information received, a perimount valve size 19 was implanted instead. Surgeon believes if smaller size of perceval existed, it would have worked better in this situation. Reportedly, they did not get to the ballooning stage and patient remained stable throughout the delay in procedure. There was no impact on patient, and overall outcome was good.

Manufacturer narrative:
H3 other text : disposed by site.